Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 304209178-2013-93848.

Event description:
Customer reported the insulin pump kept alarming no delivery and was stuck in the rewind process. Customer blood glucose level was 298 mg/dl. Customer stated the insulin pump is suppose to bolus 12 units of insulin and has been giving it in spurts. Customer was helped to exit rewind process by false priming. Customer state the device did deliver all 12 units after reviewing and calculating the bolus history. Customer stated he was going to change the infusion set and call if he continued to have issues. Customer mentioned a previous hospitalization all ready reported. No further information reported.